Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that he was hospitalized for low blood glucose levels, with a reading of 15 mg/dl. Prior to the event, the customer was waiting to open the car door for his wife. She saw that he was not responding, and the paramedics were called. The customer could not recall anything else as he lost consciousness. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the self test. Nothing further was reported.